Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, gender, weight, ethnicity, and race. The access accutni+3 reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this incident. There is no evidence that the access accutni+3 reagent was returned for evaluation. The customer sent the patient's samples to another laboratory on (B)(6) 2017 which test via different methodology. The results were reported to be negative, (roche cobas troponin t = 22.1 ng/l and abbott troponin I = <0.04 g/l). The customer sent a patient sample to be evaluated by beckman coulter complaint handling unit (chu). The patient's sample was first tested neat after centrifugation on the access accutni+3 assay. The marseilles chu obtained an elevated result. The customer's results were therefore confirmed. Interference testing, using different blockers, was then carried out. The blockers used in the interference testing consist of pool 1 (polymak 33 and hbr-1 which are animal derived antibodies. Ap mutein, a blocker related to alkaline phosphatase, was also tested. Interference antibodies interaction are listed in the limitations section of the access accutni+3 instructions for use. This interference testing demonstrated the presence of interfering substances since one blocker used in the test significantly lowered the signal. In conclusion, the investigation demonstrated that interference, related to alkaline-phosphatase, is the cause of the falsely elevated accutni+3 results.

Event description:
The customer reported obtaining reproducible elevated troponin I (access accutni+3) results for one patient generated on the laboratory's unicel dxi 800 access immunoassay system, serial (B)(4). The initial result recovered above the normal reference range of the assay and was reported out of the laboratory. The patient's sample was re-analyzed and recovered with a reproducible elevated result. On (B)(6) 2017, a follow up sample was collected from the patient and recovered above the normal reference range of the assay. There was a change in patient treatment due to the elevated access accutni+3 results. The patient underwent two coronary angiographys and other coronary ischemia tests. There was no report of a change in medication. There was no report of additional impact or change to patient treatment. Quality control (qc), calibration and system check were performing within assay and instrument specifications at the time of the event. The patient's samples were collected in becton dickinson lithium heparin tubes and were centrifuged at 4,000 rpm (rotations per minute) for six (6) minutes at room temperature. No issues with sample integrity were reported by the customer.